Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that about 2 months prior around (B)(6) 2023 (B)(6) 2024).they had fallen and landed right on the implanted neurostimulator (ins), and now the ins was digging into their flesh every time they walked.  They were having a hard time getting sleep.   They saw a "call your doctor" message with a code, so they went to the pain clinic, who then redirected them to the manufacturer.  During the call with patient services, they reported seeing the end replacement indicator (eri) code.  The meaning of the code was reviewed and it was determined that this eri time was expected.  It was reviewed with the pt how to clear the eri code.  The pt mentioned that the therapy does help them.  They were redirected to their doctor to check the implant to discuss replacement due to eri.